Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that reprogramming made the issue better for a few days, but then the issue persisted. They stated that they are not sure if it is a biological attenuation to stimulation. The patient is meeting with their physician on (B)(6) 2020 to discuss and an x-ray will be taken. They stated that replacement will be discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that patient is feeling stimulation going in and out, that patient would lose the stim sensation for a period of time and then it comes back, maybe 10 minutes later. Patient stated his ins just stopped working, and his external equipment does not show any errors. On (B)(6) 2020, he was driving when stimulation turned off suddenly for 10 mins, then came back on. On 9/4, he was just standing there when stim turned off and has not come back on yet for 2 hours. Patient said programmer (pp) shows ins is on, but he doesn't feel any stimulation. Pt used pp during the call, and confirmed ins was on and charged to 75%. Patient already tried increasing stim to as high as it can go, but still doesn't feel anything. Patient confirmed he does not have adaptive stim programming. Patient services attempted to have patient try another group, but patient said he only has group b right now. Rep did impedance check and changed reference points, the impedance values range from 900-1200 ohms. Rep even tried various body positions for impedance check. There isn't any particular body position where patient is feeling stim more than others. Patient can turn stim up to 10.5 volts at times and not feel that stim is very strong. Rep said he expanded patient's programming from 10.5 volts 350 usec and 75 hz to 600 usec and 90 hz at 9.1 volts patient can feel stim slightly. Rep is using 1<(>&<)>2 or 2<(>&<)>6 electrode combination, but he can't remember. Technical services (ts) did confirm with rep that patient does not have adaptive stimulation on. Rep did say that lead is right lateral, thus patient is feeling stim in the rib and chest when electrodes on that side is being used. Rep to meet with hcp and patient in a few weeks to decide how to address this issue. Rep said he doesn't know pt's weight.